Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to flattened esc and act buttons dome switch.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.